Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a critical pump error alarm on the insulin pump. Customer stated that the pump was beeping at them. Customer's blood glucose was 7.5 mmol/l at the time of the incident. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer also advised to place the pump in storage mode.

Manufacturer narrative:
The pump was received with a critical pump error and pump error 35 due to moisture damage on the electronic assembly. Unable to perform the self-test, displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, and active current measurement tests due to the critical pump error. Moisture damage was also found on the motor and the force sensor during visual inspection. The pump was received with scratched case, a cracked case behind the pump near the battery compartment, broken battery tube threads, a pillowing keypad overlay, and minor scratches on the lcd window.